Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site for this event. The fse confirmed that the instrument generated abnormal differential patterns and "r" flags on patient results. The fse evaluated the instrument, and replaced the differential mix chamber and sample line to resolve the differential "r" flags and abnormal differential pattern issues. However, beckman coulter determines that a malfunction of the differential mix chamber is not likely to generate erroneous results as the software algorithm detects that no differential percent (diff %) value could be calculated and assigns an "r" flag to the diff % result to alert the operator to review the results. The fse verified the repair as per established procedures and results met published specifications. The fse also replaced the front and rear flexures, and performed multi-transducer module (mtm) alignment as preventative maintenance. In conclusion, failure mode of the event is attributed to faulty differential mix chamber and flow cell sample line.

Event description:
The customer reported obtaining abnormal differential pattern along with differential "r" flags for multiple patient samples from the unicel® dxh 800 coulter® cellular analysis system. Erroneous results were obtained but were not reported out of the laboratory. The instrument generated the "r" flags to alert the customer to review the differential results. The customer stated that there was no change or affect to patient treatment in connection with this event. Patient results have been requested but were not provided by the customer for review.